Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. According to the fse, corrections and application of parts were made. The software was installed and all approved parameters were checked. The device ventilated for a period without errors or failures. Furthermore, the expiratory cassette had 0% expected membrane capacity. It is recommended to replace the membrane when it reaches 0% as it can lead to a failure in the internal leakage and/or pressure transducer tests. The root cause for the reported problem could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).